Manufacturer narrative:
The ge svc rep tightened both the lower and uppoer joints. The arm stays in place as intended.

Event description:
The customer reported that the x-ray arm seems appears too loose and won't stay in place.